Event description:
New information indicated the device was reprogrammed. The patient was asymptomatic.

Event description:
New information states that the lead was capped and replaced on (B)(6) 2016. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited noise that could not be reproduced with isometrics. No intervention was reported. The patient was asymptomatic and would be monitored.